Event description:
N/a.

Manufacturer narrative:
The device was not returned for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined. The device history record review could not be performed since serial number (B)(4) does not appear to be a valid number. The reported complaint was not confirmed.

Manufacturer narrative:
The ratchet extension was received broken in half. The break appeared to propagate from the first tooth in the ratchet tooth root. Adjacent to the break, there was a crack that appeared to propagate from the root of the second tooth. The break in casting was inspected under the microscope and the investigator could not find indications in raw material that explains casting breakage. The complaint was confirmed. The most likely reason the ratchet extension broke was that the casting at some point was caught in a hydraulic surgical table, or decontamination door, resulting in cracking in the smallest cross section of casting which was the root of the tooth. The root cause for event was unknown, however the most likely reason the device broke after surgery was that the device was cracked prior to surgery.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A quality analyst manager reported that an a1059 mayfield modified skull clamp broke after the craniotomy procedure was done by neurosurgery on (B)(6) 2018. As soon as the or staff removed it from the or table and took it away from the table to bring it to the cleaning room, they realized the device was broken. They think the device was broken without any force being applied. There was no patient contact, injury, or surgery delay reported. Additional information has been requested but no other clinical information has been provided